Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was in disconnected mode with critical override errors. A technical support specialist (tss) dialed into the station and confirmed it was in disconnected mode with critical override errors reviewed the logs and identified a duplicatestorage error then performed a station database backup using knowledge article (how to create a station database backup) restarted the data synchronization and maintenance services and initiated a full synchronization. After the synchronization completed the disconnected mode issue and critical override errors were resolved and the station was fully synced and functioning normally the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on disconnected mode and remote support service shown offline. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.